Manufacturer narrative:
Stryker has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the shock button on their device was inoperable during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer informed stryker that they resolved the issue on their own, however no details were provided. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the shock button on their device was inoperable during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.